Manufacturer narrative:
The dir of safety was contacted to aquire further info. No add'l info was available regarding the incident, the lot #, or model # of the suspect device. Integra lifesciences is therefore unable to determine an eval or conclusion regarding this incident.